Manufacturer narrative:
(B)(4). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and seroma. Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and seroma. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog observed creases in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.